Event description:
The home healthcare company reported,"the unit reset while on patient with alarms, no pt harm noted". 12/15/2006 - further information received stated, "while connected to patient, vent shut down then displayed 8888 across the panel; reset came on blinking (settings unchanged); this occurred 2 times within a half hour; no other electrical problems occurred in our facility that day". Vent inop alarm was activated and no allegation of patient harm.